Event description:
Customer called reporting none of the buttons on her insulin pump were working. Her blood glucose is 302 mg/dl. She said about a weak ago she got really sweaty, possibly exposing the device to moisture. She said she went low and started perspiring a lot. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads cracked reservoir tube lip and moisture damage on lcd board.